Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that during a change out procedure for normal battery depletion, the rv lead was surgically abandoned. The ICD was explanted as planned. A new cardiac resynchronization therapy defibrillator (crt-d) and rv lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurement from 300 to 900 ohms and the clinic opted to continue to monitor the patient. Approximately five years later during a routine device interrogation the field representative noted that the rv lead pacing impedance measurement was greater than 2500 ohms and had been high and out of range around 2200 ohms for over a year. Boston scientific technical services (ts) was consulted and suggested further troubleshooting including an x-ray. The field representative noted that there was no noise noted on the rv channel and would discuss further actions with the physician. The rv lead and ICD remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the field representative commended an x-ray, however is unaware if one has been taken. The field representative noted that the device has about 8 months to 1 year battery remaining and the physician is considering an extraction of the lead or putting in a new pace lead as the shock coil impedance is within the limits. However, the field representative noted that nothing has been scheduled or confirmed to date. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.